Manufacturer narrative:
(B)(4), has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient had a quad lead implanted for sacral nerve stimulation but was removed a week later as patient had an infection and other complications. Blood tests came back clear and it was suspected the patient had a urinary tract infection. There was no sign of infection at the device pocket. The lead had also moved as her area of paresthesia changed. The healthcare provider (hcp) noticed that the anchor was not secure on the lead. The hcp had used three sutures to secure the anchor to the lead, but it had not gripped the lead appropriately. Once the lead was removed he sutured ties around the lead as he would normally do 'in-situ', and the anchor still moved up and down the lead. The system was removed due as a second lead was not placed during the trial and the hcp opted to wait to retry due to edema of the nerve roots. The patient was fine.